Event description:
Taxus liberte clinical study. Same case as MDR ID# 2134265-2013-08423. Same case as MDR ID# 2134265-2013-08424. Same case as MDR ID# 2134265-2013-09023. Same case as MDR ID# 2134265-2013-09025. Same patient as MDR ID# 2134265-2012-06067. Same patient as MDR ID# 2134265-2012-06531. It was reported that post a stenting treatment procedure,in-stent restenosis, angina and chest pain occurred. (B)(6) 2010 - the patient presented with a 2-week history of angina. Target lesion was located in the svg to 2nd om with 99% in-stent restenosis and was 60 mm long with a reference vessel diameter of 3.0 mm which was treated with pre-dilatation and placement of a 3.00 x 32 mm taxus liberte stent to the distal segment of the graft, followed by a 3.00 x 20 mm taxus liberte stent to the mid aspect of the graft. A 3.00 x 16 mm taxus liberte was deployed in the ostium of the graft, within the previously placed stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2010, the mid lad was treated with 2.5 x 12 mm taxus liberte stent. (B)(6) 2012, the proximal segment of svg to 2nd om was treated with balloon angioplasty and placement of a 3.5 x 20 mm promus element plus stent. Also, the mid segment of the svg to 2nd om was also treated with placement of a 3.00 x 8 mm promus element plus stent. (B)(6) 2013 - the patient was admitted to emergency department for 2 week history of intermittent left axillary discomfort and was diagnosed with unstable angina. The 90% in-stent restenosis in svg/ 2nd om was treated with balloon angioplasty resulted with 10% residual stenosis. The patient was discharged on aspirin and prasugrel. No information has been supplied as to how or if the 70% in stent stenosis of the taxus stent previously placed in (B)(6) 2010 located in the lad was treated.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).